Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient was wondering if there was a number that is too high for their settings. Patient stated that they were currently at intensity 6 and therapy was constantly on. Patient mentioned that they increased the therapy to 6 and they were not getting relief and they could feel the stimulation. Patient was using group b with programs 1-4 intensity 6. Patient tried switching to group a and c but they did not feel any stimulation. Patient had an upcoming appointment on (B)(6). Agent reviewed information and redirected to hcp to further address issue. At the end of the call, when asked for event date, patient stated that they had some lead that was "down" and not working properly. Patient have the implant for 6 years now and before they moved "they had 6 spots that are down". Patient was concerned if there are more spots that are down.